Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer treated with manual injection and declined to troubleshoot for the high reading. The customer stated that the battery cap, compartment, springs were not damaged. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer was advised to clean the battery contacts and insert a new battery but it did not resolve the issue and display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.